Event description:
It was reported that the customer had an open circle on the insulin pump. The customer's blood glucose level was 151 mg/dl. The customer was assisted to the statue screen and check the alarm. The customer was assisted in moving pattern a and go back to standard. The patient was transferred to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.